Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h.3 device eval by manufacturer? Yes, d9. Device available for eval?: 09-jan-2026. Investigation summary: bd received 10 samples and 3 photos for investigation. The photos were visually evaluated showing the customer¿s indicated failure mode the returned samples and retained samples could not be tested as the tubes expired on 30 nov 2025 and were expired at the time of analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.